Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) anterior leaflet 2 flail (a2 flail) and an enlarged atrium. During the procedure of mitraclip the clip was positioned above the target anatomy. Difficulty in opening of the clip was encountered. Troubleshooting resolved the issue. During grasping of leaflets, both grippers were lowered simultaneously. One of the gripper was unable to lower. The issue was resolved after troubleshooting. The procedure was completed successfully. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) anterior leaflet 2 flail (a2 flail) and an enlarged atrium. During the procedure of mitraclip (cds0705-xtw; 50205r1028), the clip was positioned above the target anatomy. Difficulty in opening of the clip was encountered. Troubleshooting resolved the issue. During grasping of leaflets, both grippers were lowered simultaneously. One of the gripper was unable to lower. The issue was resolved after troubleshooting. The procedure was completed successfully. The mr was decreased to grade 1 post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty to open the clip and single gripper actuation. There is no indication of a product issue with respect to manufacture, design or labeling.